Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107525. A patient experienced high impedances and ineffective therapy was reported to abbott. As a result, the lead was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation. It was noted that one of the patient's leads had high impedances. Surgical intervention was undertaken on (B)(6) 2024, wherein the patient's impeded lead was explanted, replaced, and therapy was restored.